Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that he received a low reservoir alarm, changed the set, then received the motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. A corroded motor home switch was noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.